Manufacturer narrative:
(B)(4). The initial medwatch information was reported on the bimonthly alternate summary reporting (asr) e2013037 dated 06/30/2015. The follow up medwatch information was reported on the bimonthly asr dated 10/31/2015. A follow up 1 was electronically sent on 08/21/2015 in error. All initial and follow up information has been reported on the asr report.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced pain, urinary incontinence and discomfort. (B)(4).